Manufacturer narrative:
Per tandem's t:slim user guide: check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 353 mg/dl and a correction bolus via the pump was delivered to address the bg level. During troubleshooting with tandem technical support, the luer lock was observed to be loose and as a result, the insulin was exiting the tubing slowly.